Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had ¿no disposable pump will not run" alarm. Per reporter, the settings were reviewed, and the reservoir volume was 10.9ml, rate 4.2ml/hour, and given 87.90ml. They discussed removing the cassette to assess and correct the alarm, but the patient declined. The pump was turned off and the patient will contact clinic for assistance. There was patient involvement, and no patient harm/adverse event reported.